Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's co2 and o2 modules and software upgrade. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the pm9000 express monitor ,which may have affected co2 nad o2 monitoring. No pt injury was reported